Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. When the vizigo sheath was placed into the right atrium (ra), air could not be completely withdrawn from the side port, even after repeated attempts. The procedure was completed after replacing the sheath to a directional sheath from another company. No patient consequence reported. Hemostatic valve failure. The hemostatic valve itself was not damaged. There was no patient consequence reported. Additional information was received. No air was introduced into the patient. The physician attempted to withdraw the air from the side port several times but could not. So, the sheath was replaced with another new one. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. No needle was involved in the alleged event. Additional information was received on 03-mar-2025. The section were the issue was observed was the hemostatic valve. Issue was air leakage. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was not observed. Rf needle was used. Therefore, updated d10. Concomitant medical products and therapy dates to include the rf needle. The device evaluation was completed on 03-mar-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal components related to the reported complaint were identified. No bubbles were detected. The air backflows issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 27-feb-2025, noted a correction to the 3500a initial as reported under d9. Device available for evaluation? "No". However, the device was received. Therefore, have updated the following fields: -d9. Device available for evaluation? -d9. Is device returned to manufacturer? -d9. Date device returned to manufacturer -d11. Additional manufacturer narrative should have included: the bwi product analysis lab received the device for evaluation on 24-feb-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. In addition, should have included h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number :(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. When the vizigo sheath was placed into the right atrium (ra), air could not be completely withdrawn from the side port, even after repeated attempts. The procedure was completed after replacing the sheath to a directional sheath from another company. No patient consequence reported. Hemostatic valve failure. The hemostatic valve itself was not damaged. There was no patient consequence reported. Additional information was received on 06-feb-2025. No air was introduced into the patient. The physician attempted to withdraw the air from the side port several times but could not. So, the sheath was replaced with another new one. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. No needle was involved in the alleged event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).